Event description:
Per complaint (B)(4), during post operative check, it was observed that patient experienced loss or failure of implant to integrate. Tenderness and purulence was also observed. Implant area was debrided. Patient experienced infection.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes.